Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a cystoscopy with holmium laser lithotripsy, stent insertion procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician deployed the basket and obtained the stone but the basket was unable to retract. The physician used a scissor to cut the defective basket and pulled that basket out with another segura hemisphere basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.